Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion sets were leaking at the headset. The patient experienced elevated blood glucose results. The caller stated this occurred with several infusion sets from the same box. The caller alleged the infusion sets she had from a particular box were defective. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.